Manufacturer narrative:
(B)(4): the product has not been returned. No conclusions can be drawn.

Event description:
It was reported that on an unknown date, post-op, the disc kicked out over 3mm. The product did not break. No patient complications were reported as a result of this event. Additional surgery was performed as a result of this event in which the disc was explanted and acdf surgery was performed.